Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: adapter. (B)(4).

Event description:
The company representative (rep) reported that a problem was identified on (B)(6) 2016. High impedance of >40,000 on contact 2. The adaptor was explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: adapter. Correction: please note the adapter serial number referenced above has been updated at this time.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional impedance information reported that contact 2 was >30000 ohms and contact 6 was >14947 ohms. It was noted the patient's battery had been previously changed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: analysis of the pocket adaptor found that ¿conductors #2 and #6 were broken 2.9 cm from the proximal end.¿ as a result, those circuits were found to be ¿open¿ during functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.